Event description:
It was reported that the surgeon attempted to insert an aq5010v three piece silicone lens and the haptic was bent in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that both haptics were bent and there was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.